Event description:
It was reported that this right ventricular (rv) lead exhibited oversensed noise. Technical services (ts) was consulted and recommended follow up with the clinic. This rv lead remains in service. No adverse patient effects were reported.